Event description:
A 26 mm trinica select plate was implanted during a one level cervical procedure. Two fixed 14mm screws on top broke mid-shaft. Two variable screws were placed in bottom level. There is no evidence that fusion has occurred in the bone graft. There has been no change in the patient's condition since the plate was implanted. The surgeon has no plans to reoperate at this time.